Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited a lead warning for high undefined impedance. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.